Event description:
It has been reported that the 17 g bd blunt plastic cannula has been found experiencing two occurrences of bent tips before use. The following has been provided by the initial reporter: the tip of the cannulas were bent.

Manufacturer narrative:
Investigation: eighty-two (82) samples and five (5) photos were provided by the customer for investigation. Eighty (80) of the samples were returned in unopened blister packs and two (2) samples were returned with no blister packs. The returned samples were examined visually and the two (2) returned samples were found to not be bent; however, in the eighty (80) returned samples two (2) samples were found to have bent tips. Five (5) photos were also provided by the customer for investigation. One (1) photo shows the returned samples as they were shipped from the customer. The second (2nd) photo shows the two (2) returned samples which were returned without blister packs removed from the needle shields. The third (3rd) photo shows a closer view of the two (2) returned samples which were returned without blister packs removed from the needle shields. No bent tips are visible. The fourth (4th) photo shows the blister packs which were returned and the fifth (5th) photo shows the shelf carton which was returned with the samples which provides the batch number. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. An investigation was performed by the quality department at bd columbus ¿ west regarding complaints received relating to the non-conformance reported by the customer. From that investigation it was determined that when product was exposed to high temperatures in the autoclave process that a similar result was observed. This confirmed discussion that the bent blunt plastic annual is probably the result of high temperatures during the packing process when issues occur resulting in the blunt plastic cannula being exposed to high temperatures for an extended time in its shield. As the product is shielded the non-conformance is not detectable at this point. Product is supposed to be cleared and disposed of when it is left for an extended period of time in the packing process. Bd has proposed the following change to the multivac packaging machines. This change would ensure that the air knives on the multivac packaging machines would be aligned so that they do not crosscut the blister packs when the multivac packaging machines have been down for more than 20 minutes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 17 g bd blunt plastic cannulahas been found experiencing two occurrences of bent tips before use. The following has been provided by the initial reporter: the tip of the cannulas were bent.